Event description:
The device was used for ECG monitoring of a pt (pt details not reported) with a 4 lead pt cable. The device allegedly failed to display the pt's ECG and displayed only dashed lines. The operator subsequently used a spare 4 lead pt cable and proper operation was restored. There were no adverse affects to the pt reported as a result of the alleged malfunction.